Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for a system upgrade procedure. It was noted that the right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was doing well post procedure.